Event description:
It was reported that on (B)(6) 2009, two xience prime stents were implanted in a proximal right coronary artery and two xience prime stents implanted in a mid left anterior descending artery. Approximately, 28 months later, the patient presented to the emergency room with chest pain [angina]. Medication, nitroglycerine was administered. An electrocardiogram and cardiac enzymes revealed no myocardial infarction occurrence. A diagnostic coronary angiogram was done. A left heart catheterization, a left ventriculography, coronary angioplasty, coronary stent placement, and an angioseal were completed on the target vessel, rca with complete revascularization achieved. The patient's symptoms resolved on (B)(6) 2012, and the patient was discharged home on (B)(6) 2012. There was no adverse patient sequela reported. There was no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of angina, as listed in the electronic xience prime and xience prime ll everolimus eluting coronary stent systems instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.